Event description:
It was reported that when sent in for preventive maintenance it was found that the device was in need of repair for the following defective swivel need to be replaced; missing screw need to be replaced. Defective width plates arrived, not repaired; defective width plates: 2,3 inches; good width plates: 1,4 inches. No adverse events were reported as a result of the event.

Manufacturer narrative:
Review of the most recent repair record determined a screw missing from the width plate, the seal was missing from the swivel, and two of the width plates were damaged. The swivel, screw, and spring were replaced which resolved the reported issue. The width plates were returned unrepaired. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. H3 other text : device evaluated by flextronic.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Device evaluated by flextronic.

Event description:
It was reported that when sent in for preventive maintenance it was found that the device was in need of repair for the following defective swivel need to be replaced; missing screw need to be replaced. Defective widthplates arrived, not repaired; defective widthplates: 2,3 inches; good widplates: 1,4 inches. No adverse events were reported as a result of the event.